Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to concern with the product. Healthcare professional additionally reported right side rupture via docunect. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implants due to concern with the product.